Manufacturer narrative:
At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator suddenly stopped working while on a patient. Patient harm is not known at this time

Manufacturer narrative:
Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite and replaced the power switch. The turbine transducers were calibrated to specs and ovp (operational verification procedure) was performed.